Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) exhibited high out of range shock impedance measurements, greater than 200 ohms in the right ventricular (rv) lead. Technical services (ts) confirmed that the increase in impedance was sudden and that no noise was observed. Ts recommended a patient initiated interrogation (pii) to check follow up impedance readings taken after the initial result. No adverse patient effects were reported. The lead remains in service. Additional information was received that the cause of the rise in the shock impedance measurements has not been determined at this time. No adverse patient effects were reported. This lead remains in service.